Manufacturer narrative:
Phone (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Later healthcare professional reported "silicone gel extravasation" and "debridement". This record is for the right side. The device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.4., b.3., d.6a.

Event description:
Healthcare professional reported "intracapsular rupture" and "capsular contracture baker grade I". Later healthcare professional reported "silicone gel extravasation" and "debridement". This record is for the right side. The device was explanted and replaced.